Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a (B)(6) complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1 - introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. In chapter 5- maintenance procedures, under daily checklist states: be sure to check the following items before starting analysis: (1) column, the maintenance schedule is 2500 tests; (2) filter, maintenance schedule if 400 tests. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why: on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. The most probable cause of the reported event was due to defective column.

Event description:
On (B)(6) 2018, a customer reported getting low hba1c retention time (rt) after changing column of 8000 column count (acceptable limit is 2500 injections) on the g8 instrument. Technical support specialist (tss) provided troubleshooting over-the-phone to address the reported event. Tss instructed the customer to check the sa1c rt retention time (rt), it was 0.50 (the acceptable range is 0.57 to 0.61 minutes; optimal is 0.59 minute) and customer then stated that the flow factor (ff) was 1.04; tss instructed the customer to adjust the ff to 1.00 to slow down the rt. Customer powered off and on the instrument. Customer ran some patient samples as primers and checked sa1crt, the sa1crt did not decrease after adjusting the ff. Tss had customer check for leaks and none was found. The customer will reinstall old column to keep instrument running, setting the ff back to 1.04. Instrument is working normally with the old column reinstalled. The tss ordered a new column for customer. Customer received new column and installed on (B)(6) 2018. Customer confirmed sa1c rt was normal and also stated he successfully completed calibration, quality controls and patient samples runs; all results within acceptable range. The g8 instrument is functioning as intended. No further action required. It is not known whether hemoglobin a1c results were different before and after the retention time adjustment. There is no indication of any patient intervention or adverse health consequences due to this event.